Event description:
Procedure type: umbilical hernia. According to the reporter: the doctor was performing a blunt dissection with the jaws of the instrument and one of the jaws fall inside the abdominal cavity of the patient. They had to open the patient and they found the missing piece.

Manufacturer narrative:
(B)(4).